Event description:
Fire dept. Personnel were attending to a pt in suspected pulseless electrical activity. An analysis was attempted and allegedly the device would not analyze the pt's rhythm. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the pt's viability.